Event description:
The manufacturer received information alleging a ventilator failed to deliver pressure in pressure control mode. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. A "service required" code was found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issues.